Event description:
Patient's ot basic meter would only prompt not ok message. The issue was not resolved with troubleshooting. The patient did not experience any symptoms. No adverse event reported. The meter has been replaced.